Manufacturer narrative:
No information has been provided to date. (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had lost the wireless parameters and the pump cannot be reconfigured easily. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 20-sep-2022 and attached to complaint object: none of the events involving these pumps occurred while in use with a patient. The loss of wireless parameters did not affect the main functions of the pumps, only their ability to download updated drug libraries. H6: event problem and evaluation codes: updates not required. H4: device manufacture date: updated. H10:no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device, corrected data: corrections: h4: mfg. Date. 14-nov-2011; d4: model number 4000.